Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient falling and their shoulder dislocating. The surgeon changed the insert and added the adapter.